Manufacturer narrative:
Block d4, h4: the complainant was unable to report a valid device lot number; therefore, the manufacturer date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip did not fire.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on (B)(6) 2023. It was reported that the clip did not fire. No patient complications have been reported as a result of this event.